Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was not washing her hands properly. The patient was diagnosed with peritonitis while hospitalized for an unspecified indication. The peritonitis was manifested with unspecified pain. The patient was treated with unspecified antibiotics (dose, route, duration, and frequency, not reported) for peritonitis. Four days after admission the patient was discharged from the hospital. Action taken with therapy was unknown. At the time of this report, the patient had recovered. The patient was retrained on proper hand washing technique. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2013. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted.